Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the actuators went down when under full load. The arjo service technician inspected the device. No actuators malfunction was found. However, the buttons located on the safety side control panel were damaged and caused unintended bed movement. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
The customer claimed that "actuators go down when under full load". Attempts to clarify the customer's allegation and circumstances of the event were unsuccessful. The customer did not provide further information. Arjo service technician inspected the device. No actuators malfunction was found. The bed passed the load test. The technician reported that the bed was not functioning and side rails were damaged. It was suggested that the button responsible for down movement located on the control panel on the side rail was stuck in activated position causing bed's movement. However, the unintended movement was not recreated at the time of inspection. Based on the review of previous complains, the main factor that could lead to the button being stuck might be normal wear due to age or related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). We are in the process of analysing the data to establish the cause of the malfunction in the complaint at hand.

Manufacturer narrative:
The customer claimed that "actuators go down when under full load¿. Attempts to clarify the customer's allegation and circumstances of the event were unsuccessful. The customer did not provide further information. Arjo service technician inspected the device. No actuators malfunction was found. The bed passed the load test. The technician found that the alleged bed's movement could be related to the button responsible for down movement located on the control panel on the side rail that was stuck in activated position. However, the unintended movement was not recreated at the time of inspection. Based on post market surveillance data the most common root cause of a stuck button is damage from impact e.g. Hitting objects like walls and door frames or from natural wear and tear of the component from frequent use. As at the time of the event the bed was 7,5 years old, the wear due to use is the most likely scenario causing the bed's malfunction. According to instruction for use (IFU, 831.374-en rev. B): "check operation of side rails" - daily by the care giver "check that the patient controls, care giver controls and attendant control panels operate correctly" - weekly by the care giver "carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" - weekly by the caregiver "failure to carry out these checks or continuing to use product if a fault is found, may compromise the safety of both patient and care giver. Preventive maintenance can help to prevent accidents." To sum up, arjo device failed to meet its specification since side rails buttons were damaged. There was no indication of patient involvement. This complaint was originally assessed as reportable due to allegation of unintended movement. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
Based on the review of previous complains, the main factor that could lead to the button being stuck might be normal wear due to age or related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). We are in the process of analysing the data to establish the cause of the malfunction in the complaint at hand.